Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient experienced discomfort in their legs following a lead revision procedure. The physician decided to remove the device and there have been no further reports of issues related to this event.